Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button tactile change issue. The "ok" button has become hypersensitive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the keypad was torn over the ok button. The ok button was hypersensitive and responded to light presses. The down arrow, contrast, and up arrow buttons responded properly. The ok button contact was found to be inverted when the keypad was removed. There was also contamination found under the ok button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.